Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a device change out procedure. The lead also exhibited high capture threshold. The lead will be explanted and replaced. No further information is available.

Event description:
Additional information received indicated that the lead was explanted. The patient tolerated the procedure well and will be followed up normally.

Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.1-9.9cm from the distal tip. The etfe coating was intact at this location.